Event description:
The hcp reported that the patient presented to the emergency room with decreased respirations, unresponsiveness and was believed to be in a narcotic coma at the time of the report. The pump was turned off and the patient was noted to be responsive on wednesday. The hcp reported to the manufacturer's representative that he believes that the symptoms were related to the patients complex medical issues and not to the pump. The patient is reported to be doing well.